Manufacturer narrative:
An evaluation is not possible at this time. The explanted arsenal set screws have not been returned nor have the identifying lot number(s) been provided.

Event description:
Revision surgery took place on (B)(6) 2016 to remove and replace 2 arsenal screws which had backed out of position. Post op x-rays taken (B)(6) 2016 revealed both the right and left set screws located at the l4 had become dislodged from the mating polyaxial screws. The arsenal spinal fixation construct was originally implanted on (B)(6) 2015.